Manufacturer narrative:
Event summary: patient data files showed at least thirteen applications were performed with catheter 2af283 / 79081-83 on the date of the event and system notice (#50032) was received indicating that the ¿safety system detected a compromised outer vacuum¿ was triggered on application six. A clinical issue encountered after a cryo ablation procedure, the patient experienced hypotension and a pericardial tamponade. Thoracic surgery was performed, and a left atrial appendage fracture was observed. Mapping catheter 990063-020/213845081 was not returned for investigation. In conclusion, a clinical issue (hypotension, pericardial tamponade) were encountered post procedure. The case was aborted. The system notice is not related to the reported adverse event. The mapping catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced hypotension and a pericardial tamponade. Thoracic surgery was performed and a left atrial appendage fracture was observed. The patient was hospitalized in severe condition. The procedure was aborted. No further patient complications have been reported as a result of this event.